Event description:
It was reported that "29/30" electrodes moved from the spine. The pt experienced a loss of therapeutic effect, numbness and tingling near the implant site, and a burning sensation near the muscle where the implant was. There was no known accident or incident. The pt wanted the device replaced. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).